Manufacturer narrative:
The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.

Event description:
Bedside rn called tl to bedside to assess wet PICC line dressing. After the dressing was taken down, line noted to be leaking where the line meets the white hub. Julie ingle, aprn, at bedside and assess line and site and instructed this rn to discontinue line and start a piv. Line saved and form filled out in tl office. Dressing had been changed earlier in the day.